Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3, e-5 and hi accompanied by symptoms. The expected fasting blood glucose test result range is 124 to 135mg/dl. The customer did report symptoms of feeling sluggish and thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 (twice) using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). During conversation questions customer mentioned she obtained a hi display a few days ago. Customer states she is not feeling well. Customer is feeling sluggish and thirsty. Customer did not voice any concern with high readings. Customer states she has been running high lately and customer is not aware of her a1c. All readings are out of expected range but customer was very passive and advised to seek medical attention due to her readings being elevated. Customer will seek medical attention.

Event description:
Consumer reported complaint for e-3, e-5 and hi accompanied by symptoms. The expected fasting blood glucose test result range is 124 to 135mg/dl. The customer did report symptoms of feeling sluggish and thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on 06/22/2018, a back to back blood test was performed by the customer and produced test results of e-5 (twice) using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: result 1 :323mg/dl date:(B)(6) 2018 time:7:46am fasting, result 2 :447mg/dl date:(B)(6) 2018 time:4:12pm fasting, result 3 :475mg/dl date:(B)(6) 2018 time:10:18am fasting, result 4 :hi display date:(B)(6) 2018 time:2:00pm fasting, result 5 :505mg/dl date:(B)(6) 2018 time:5:54am fasting. During conversation questions customer mentioned she obtained a hi display a few days ago. Customer states she is not feeling well. Customer is feeling sluggish and thirsty. Customer did not voice any concern with high readings. Customer states she has been running high lately and customer is not aware of her a1c. All readings are out of expected range but customer was very passive and advised to seek medical attention due to her readings being elevated. Customer will seek medical attention.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01574344 returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Additional information: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer states she went to the emergency room on (B)(6) 2018 and was put on insulin due to hyperglycemia. Medical intervention was needed since the last call related to diabetes. No more details from the ER visit reported. Customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.